Event description:
Customer reported that due to no power in her aviva meter, she was unable to test her blood glucose on the morning of a routine checkup at her hospital, requiring professional medical treatment. Her last successful test was at 9:00 am the previous morning. She reported she did not eat as usual or take her routine diabetes medications the morning of the appointment because she could not test. At her checkup, the dr gave her insulin. A request was made for the return of the product, replacement sent.